Event description:
During manufacturer review of a patient's vns programming history, it was identified that a faulted systems diagnostics test occurred on (B)(6) 2005, which changed the settings to non-efficacious settings. The settings were not fully corrected until (B)(6)2007.

Manufacturer narrative:
Analysis of programming history.